Event description:
Patient reported that the lancet carrier is not properly retracting, resulting in the lancet protruding from the device's end cap. Patient did not experience an unitentional puncture as a result. Technical support requested the return of the suspect product and replacement product was shipped.